Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the skyline expansion tip driver (part #: 286830500, lot #: gm4952202) was received and evaluated at us cq. Visual inspection showed no defects with the received device. Device failure/defect not identified. Conclusion: the complaint condition could not be confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 286830500 lot # gm4952202 supplier: seabrook batch # 1 qty 74 release to warehouse date: 04 apr 2018 no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing an anterior fusion with the skyline system and the self-retaining screwdrivers were found to be stripped from 2 different sets. The screwdrivers were stripped at the distal end tip such that it no longer holds the screws. The third on site set was used and there were no delays to obtain additional screwdrivers and complete the case. Additionally two of the variable screw caddies have enlarges wholes making the screws sink and unable to retrieve them. The procedure was successfully completed. There was no patient impact. This report is for one (1) sky expansion tip screwdriver. This is report 4 of 4 for complaint (B)(6) 2021.